Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular setscrew seal plugs. The pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plugs allowed fluid into the sensing pathway, which could be related to the cause for the oversensing observed shortly after implant.

Event description:
It was reported that this review of this patient with a with a new pacemaker revealed several stored episodes. Specifically, they reviewed some appropriate atrial tachy response (atr) episodes that were for atrial fibrillation, and pmt episodes present in configured collection period that successfully terminated with algorithm. Review also found some cross chamber oversensing, where technical services suggested bringing the patient in for atrial blanking optimization. A few years later this device was explanted to another manufacturer and returned for analysis, and additional attempts for reason for explant were unsuccessful. No adverse patient effects were reported.